Event description:
Customer reported a low blood glucose incident. Customer had completed setting up her insulin pump. Customer out of it. She does not feel well and sweaty. The last blood glucose reading was 207 mg/dl. Customer had taken the blood glucose reading and it was 46 mg/dl. Customer advised to disconnect from insulin pump. Customer drank some apple juice. The paramedics were called. She was told to drink more juice. Blood glucose reading is 74 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.